Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high capture thresholds and loss of capture. The device remains in service. No adverse patient effects were reported.